Event description:
The customer reported obtaining five (5) low patient results on ion selective electrode includes sodium, potassium and chloride on their dxc 700 au clinical chemistry analyzer. The customer repeated the sample with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and indicated the customer replaced multiple parts which includes the reference electrode, the sample probe and tubing to resolve the issue. The fse verified analyzer resumed to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).